Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are not able to determine the definitive cause of event.

Event description:
It was reported that intra-op, the graft separated and broke apart during spondylolisthesis reduction. It was removed successfully without complications. A new graft was then implanted without issue. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Additional info: product analysis: a visual review of the implant confirmed the ¿ears¿ of the -03-top component are broken off and not returned for analysis. Microscopic review of the returned item indicates that are witness marks on the back side of the implant where it connects to the inserter, indicating force was used in implantation. There do not appear to be any significant witness marks on the nose of the peek portion, this indicates that it would appear the spacer was fully closed. The fracture surface at the ears indicates material overload. If information is provided in the future, a supplemental report will be issued.